Event description:
At 5:30am the pt's blood glucose was 182mg/dl on the suspect device. The pt experienced hypoglycemic symptoms and their spouse took the pt to the hosp. At 6:10 am a lab glucose was 21 mg/dl. Pt was treated with a glucose IV and admitted for observation. Controls were not used on the system by the pt. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.